Event description:
The healthcare provider (hcp) reported the consumer told them for a few years the system "wasn't working."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.